Event description:
Ems personnel were attending to a pt, complaining of chest pain. Allegedly while attempting to routinely monitor the pt using a standard three lead pt cable, the unit displayed excessive signal artifact and a rhythm could not be discerned. Disposable defibrillator/ECG elelctrodes were applied and the pt was successfully monitored in the paddles mode. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.